Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp reported the device was not working. End of life (eol) is suspected, which could be normal, but the patient is (B)(6) doesn't know; it just stopped working. Could not troubleshoot due to lack of access to product. No patient symptoms and no further complications have been reported as a result of this event.